Manufacturer narrative:
UDI: (B)(4). Device evaluated by MFR: an express ld stent delivery system was received for analysis. The stent of the device was detached during the procedure and was not received for analysis. The detached stent was eventually retrieved following surgery. A visual examination of the returned device confirmed that the balloon was tightly wrapped, evenly folded and was not subjected to positive pressure. Stent crimp marks were visible on the balloon material indicating that the device was crimped correctly during manufacturing. No issues were noted with the profile of the device¿s tip. The tip outer diameter (od) and the tip length were measured and were within specification. A pronounced bend was noted at the distal end of the shaft. This damage is consistent with meeting an obstruction during the advancement of the device. The shaft od and the catheter length were measured and were within specification. The effective length was measured. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).

Event description:
It was reported that stent detachment occurred. Vascular access was obtained utilizing a contralateral approach through a non bsc sheath. The very tight, stenosed target lesion was located in the common iliac artery. Predilation of the lesion was not performed. After a guide wire crossed the lesion, a 8.0x40x75cm express ld iliac / biliary stent was advanced but was unable to cross the lesion. The device was removed and predilation was performed. The device was then re-advanced to the lesion; howeverl it was noted that the stent came off the stent delivery system balloon. The patient was sent for surgery where the detached stent was retrieved and the stenosis was treated. The patient's status was fine.

Manufacturer narrative:
(B)(4). Age at time of event: late 60's. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent detachment occurred. Vascular access was obtained utilizing a contralateral approach through a non bsc sheath. The very tight, stenosed target lesion was located in the common iliac artery. Predilation of the lesion was not performed. After a guide wire crossed the lesion, a 8.0x40x75cm express ld iliac / biliary stent was advanced but was unable to cross the lesion. The device was removed and predilation was performed. The device was then re-advanced to the lesion however it was noted that the stent came off the stent delivery system balloon. The patient was sent for surgery where the detached stent was retrieved and the stenosis was treated. The patient's status was fine.